Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient has hip deformity for this she was submitted to surgery for hip deformity correction with osteotomy and plates with screws, the hip deformity was corrected. It was reported that two weeks later, the patient came back to the hospital with pain in the hip, x-ray were taken and it's evidenced that the plate and screws were separated of patient's bone. This is report 2 of 8 for (B)(4).

Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.